Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd 10ml syringes luer-lok¿ tip experienced device damage while still considered operable. The following information was provided by the initial reporter: 10ml syringe appears to be distorted or melted slightly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd 10ml syringes luer-lok¿ tip experienced device damage while still considered operable. The following information was provided by the initial reporter: 10ml syringe appears to be distorted or melted slightly.

Event description:
It was reported that 2 bd 10ml syringes luer-lok¿ tip experienced device damage while still considered operable. The following information was provided by the initial reporter: 10ml syringe appears to be distorted or melted slightly.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-02-23. H6: investigation summary one photo and one loose 10ml syringe (p/n 301029) was received. The sample was visually evaluated. The syringe was observed to be heavily damaged with a large crack and deformation present on the roof and barrel tip area. Additionally, scrapes, dents, and bends were also present on various areas of the barrel. The plunger rod was also damaged on its ribs and near its tip. The print was also severely skewed and misplaced. The observed conditions were non-conforming per product specification. Potential root cause for the damaged syringe barrel and scale marking issues is associated with the marking process while the plunger rod damage can be associated with the assembly forcefully processing the plunger into the damaged barrel. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #0135142 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.